Event description:
It was reported to philips alarm light-emitting diode (led) failed. The device did have patient involvement at the time the issue was discovered; however, no medical intervention was reported and no delay in therapy was reported. Alarm led failed occurred while the device was in use on a patient. It was impossible to reset the alarm. Mode: continuous positive airway pressure (CPAP), 8 hectopascals (hpa), fraction of inspired o2 (fio2): 40 %. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H11: b5: the customer reported that a ventilator touchscreen issue was identified during set up. The touchscreen responds intermittently after calibration. Additionally, the customer requested part identification numbers for the front and rear bezel due to damage. The customer reported the device issue was found during device set up. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse) and confirmed the reported issue. The rse advised the customer that they may need to replace the touchscreen, front and rear bezel; and provided part identification numbers. H10 the customer reported that they replaced the touchscreen and calibrated it, and this resolved the reported issue. The customer reported that the old touchscreen appeared to be damaged and was most likely causing the problems.